Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), product type: catheter. Product ID: neu_label_acc, serial#: unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and the indication for use was spinal pain. There was no medication in the pump at the time of the event reported. It was indicated there was no pump implant in 2018. It was reported the doctor ¿screwed it up pretty badly¿ during the replacement surgery as there was a ¿hole in the patient¿s stomach taking 4-5 months to heal¿ so the pump was never implanted. It was also reported if the patient was younger, he would have sued the doctor. The patient requested physician listings and did not currently have a doctor as his had since retired. The patient did not currently have a pump in his body and would like one again because the pump helped him so much. It was further reported the patient was in bad shape for six months post-surgery attempt and was on a lot of oral medications. It was noted he could probably survive on just oral medications but since doctors were cutting down on meds he would like a pump implanted again. It was further reported the patient did not have an implant on (B)(6) 2018, the device that was implanted on (B)(6) 2011 was taken in (B)(6) 2018 but the patient could not recall the exact date when the device was taken out. Per device registration the device was explanted on (B)(6) 2018, but the patient could not confirm this was the exact date. It was noted the doctor was supposed to put in a new device, but the operation was aborted. It was noted an ID card was mailed with the device serial numbers which were not really implanted. No further complications were reported/anticipated or expected.